Manufacturer narrative:
After further review of additional information received. It was reported that the patient disconnected one battery to connect to the ac adapter and suddenly the controller alarmed with a continuous tone. The patient lost consciousness and their spouse called emergency. The emergency doctor replaced the controller and revived the patient. The patient was transferred to the intensive care unit. The controller was tested at the office by the ventricular assist device (vad) coordinators. It was found that when connected to power the controller kept restarting. When two batteries were connected, the battery light emitting diode (led) lights were black and the ac adapter light was green. The controller was replaced by emergency doctors. Battery and ac adapters were later exchanged. The patient was discharged. No further information has been provided. Additional system component being reported for this event: medical device: battery/bat220767/ catalog number: 1650 / expiration date:07/31/2017. UDI #: unk. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. MFR date: unk. Label for single use?: no. (B)(4). Medical device: battery/bat220163/ catalog number: 1650 / expiration date:06/30/2017. UDI #: unk. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. MFR date: unk. Labeled for single use?: no. (B)(4). Medical device: battery/bat219969/ catalog number: 1650 / expiration date:06/30/2017. UDI #: unk. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. MFR date: unk. Lable for single use?: no. (B)(4). Medical device: battery/bat219698/ catalog number: 1650 / expiration date:06/30/2017. UDI #: unk. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. MFR date: unk. Label for single use?: no. (B)(4). Medical device: battery/bat219951/ catalog number: 1650 / expiration date:06/30/2017. UDI #: unk. Device available for evaluation?: no. Device evaluated by MFR?: no, not returned to manufacturer. MFR date: unk. Label for single use?: no. (B)(4). Medical device: controller ac adapter/cac015991/catalog number: 1430de / expiration date:unk. Device evaluated by MFR?: no, not returned to manufacturer label for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction for all batteries: catalog number: 1650de product event summary, (B)(4): the controller passed visual inspection but failed functional testing. Additional products: d4: battery/bat220767/ UDI #: (B)(4) d10: yes, return date: 2017-11-21 h3: yes, h4: 2017-07-31, h6 FDA method code(s): 10, 23, 38, 3372, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 71. Product event summary: the battery passed visual and functional testing. Additional products: d4: battery/bat220163/ UDI #: (B)(4), d10: yes, return date: 2017-11-21, h3: yes, h4: 2016-06-30, h6 FDA method code(s): 10, 23, 38, 337,2 h6 FDA results code(s): 213, h6 FDA conclusion code(s): 71. Product event summary: the battery passed visual and functional testing. Additional products: d4: battery/bat219969/ UDI #: (B)(4) d10: yes, return date: 2017-11-21, h3: yes, h4: 2016-06-30, h6 FDA method code(s): 10, 23, 38, 3372, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 71. Product event summary: the battery passed visual and functional testing. Additional products: d4: battery/bat219698/ UDI #: (B)(4), d10: yes, return date: 2017-11-21, h3: yes, h4: 2016-06-30, h6 FDA method code(s): 10, 23, 38, 3372, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 71. Product event summary: the battery passed visual and functional testing. Additional products: d4: battery/bat219951/UDI #: (B)(4), d10: yes, return date: 2017-11-21, h3: yes, h4: 2016-06-3,0 h6 FDA method code(s): 10, 23, 38, 3372, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 71. Product event summary: the battery passed visual and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: controller (B)(4) and batteries (B)(4) were returned for analysis. The controller ac adapter was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing documentation of the controller ac adapter revealed that the device met all requirements for release. A review of log files revealed one critical battery alarm and two (2) vad disconnect alarms were logged, indicating that the driveline was physically disconnected from the controller. The date and time of these alarms are unknown, since the date/time settings were reset. No additional alarms were logged in the past 14 days of available data. A review of the event file revealed multiple controller power up events. As a result, the reported "patient disconnected one battery and controller alarmed with continuous tone" was confirmed. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. Failure analysis of the returned controller revealed that the controller passed visual inspection. Functional testing of the returned controller revealed an abnormal startup sequence. In addition, the controller was unable to indicate the appropriate battery status or the source of incoming power. Upon disconnection of one power source, the controller did not alarm a power disconnect alarm. Furthermore, connecting a controller ac adapter to one of the power ports caused the controller display to reset multiple times, with no interruption in the pump operation. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals, thus confirming the reported event of "controller restarting and battery led lights were black with green ac adapter light ". Based on the details of this investigation the most likely root cause of the reported event can be attributed to a faulty user interface controller. The most likely root cause of the reported "controller alarmed with continuous tone" event can be attributed to a disconnection of both power sources from the controller, likely in an attempt to t troubleshoot. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware® ventricular assist system - battery. Device evaluated by manufacturer: no, not returned to manufacturer labeled for single use: no. Battery issue. Brand name: heartware® ventricular assist system - controller ac adapter. Device evaluated by manufacturer: no, not returned to manufacturer labeled for single use: no. Power source issue. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient disconnected one (1) battery to connect to the ac adapter and suddenly the controller alarmed with a continuous tone. The patient lost consciousness and their spouse called emergency. The emergency doctor replaced the controller and revived the patient. The patient was transferred to the intensive care unit. The controller was tested at the office by the ventricular assist device (vad) coordinators. It was found that when connected to power the controller kept restarting. When two batteries were connected, the battery light emitting diode (led) lights were black and the ac adapter light was green. The controller was replaced by emergency doctors, and battery and ac adapter exchange was planned. No further information has been provided.